Manufacturer narrative:
Product analysis: it was confirmed that the programmer was not properly responding to the stylus. Normal function was restored after re-calibration. Slow boot time was confirmed. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not responding to the stylus. It was further reported the programmer was taking a long time to complete the boot process. The programmer was returned for service. There was no patient involvement.